Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported the pump stopped while infusing amiodarone and heparin. There was patient involvement but no harm. It was then reported by the hospital's biomed that they have root caused the issue to the (release) latch on the pump module being "stuck." The (release) latch was reportedly covered with a "sticky residue," which resulted in the module not being secured to the pc unit. When the pump module was eventually disconnected from the pc unit, the infusion was stopped, "as the alaris is designed." It was reported that the (release) latch was then replaced by their biomed and during repair, incidentally it was discovered that the "sear spring was cracked, and the ground wire severed on the wiring harness." The module latch, mechanism sub assembly, and door assembly were reportedly replaced, and the pump was functionally tested before being returned to patient use. Per customer, the pump module and the pc unit have since been "returned to service and are currently in use."